Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast fix 360, the first suture was passed according to the technique, then, when passing the second stitch, the cannula was passed and then the suture. When it was going through the cannula it was observed that the peek was outside the device with the sutures outside it. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the t1 is off the needle but still on the suture. The t2 and suture are still in place on the needle. The actuator is in the pre-t1/post-t2 position. No other deficiencies visible. A functional evaluation showed the actuator cycled to the end of the needle, returned to the pre-t2 position, then pushed the t2 off the needle as intended. It continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.